Manufacturer narrative:
The patient reported that the use of the teladoc blood pressure monitor cuff caused bruising and cuts off circulation to the point the fingers go numb. Multiple attempts to reach the patient were unsuccessful. If the device is returned, an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported the blood pressure monitor tightning to the point that the circulation in their fingers was cut off, their fingers went numb and their arm was bruised.